Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that one of the patient's leads is exhibiting high impedances. Troubleshooting was unable to resolve the issue. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.